Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the insulin pump had power loss alarm and experienced high blood glucose level. The customer¿s blood glucose level was 253, 420 and 455 mg/dl and treated with pump. The customer stated that pump not working, screen is black. Troubleshooting was performed for power loss alarm and customer replaced the battery of pump and started working fine. The insulin pump will not be returned for analysis.